Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The reported symptom (fluid leaking) was not confirmed. The reported symptom (m31 air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. Passed mushroom head check. Test positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A DHR review found: replace bottom cover due to fluid intrusion (B)(6) 2014 and mushroom head check form: (B)(6) 2013, (B)(6) 2015. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the patients caregiver reported a fluid leak after completing the patient's treatment. The patient's caregiver did report experiencing an air detected in the cassette alarm prior to observing the fluid leak. Follow-up with the patient's peritoneal dialysis nurse indicated that the patient was asymptomatic. The patient was prescribed prophylactic antibiotics, ceftazidime and cefeprime. No treatments were missed. A replacement for the liberty cycler was initiated.